Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. No indication if the ra lead will be returned. Additional information indicates that the correct aware date was on (B)(6) 2022. The device and leads will be returned.

Manufacturer narrative:
This supplemental is being filed to correct the aware date and to capture the product that will be returned.